Event description:
It has been reported to philips that the system did not fully boot up. It froze at the ¿x-ray system is being started¿ screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the course of investigation, it was identified that the issue occurred on (B)(6) 2025. Analysis of log file revealed software malfunction as the cause of the problem. A philips field service engineer (fse) examined the system onsite and reloaded the suite pc software to resolve the issue. After reinstallation, the system was returned to use in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.